Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 18.4 seconds, and it was questioned if this was too long. A longevity estimate was requested, and it was also questioned if the device belonged to any advisories. Additional information was provided that the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed replacement indicators recall and the shortened replacement window ((B)(4) 2007) advisory and does not know when device reached mol 2. Ts advised explanting device this week. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.